Manufacturer narrative:
The clinical complaint has been adequately investigated. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that no clinical complaint has been found for the particular lot number in question. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. Prollenium medical technologies' medical director's response to this adverse event was provided to the clinic along with the letter indicating approved areas for injection for revanesse versa+ product: "the following is a clinical opinion based on the multifactorial and incomplete information provided below. The standard adverse event form was not completed. There are no requested photos and no clinical history. The information provided is from disjointed clinic progress notes; on (B)(6) 2022 a patient was seen at the clinic for injection of her lip. Her injector is a nurse. At some point in the consultation the patient admitted to buying and self injecting unlicensed ha dermal filler, injectable weight loss products and unlicensed neuromodulators called innotox and nabob. Despite this information which is a contraindication to performing a regulated medical procedure, the patient had her lips injected with revanesse versa. Prior to the injection hibiclens, acetone and ethanol were all applied to the lips followed by an unnamed topical anesthetic. These applications are contraindication to be used on the highly permeable lip mucosa. No further history regarding this visit was provided. Three days later the patient was seen again at the clinic. The patients concerns were not documented. The rn reported " extensive bruising" periorally and within the upper and lower lips. She felt the patient had tingling but no pain and no blanching. The nurse elected to use 2mls of hylenex and give the patient asa 81 mg. She then called the FDA emergency line. No diagnosis was made. The patient was seen again the following day. There was more discussion regarding the illegal products the patient was taking. The patient received another aspirin, arnica orally and more hylenex was injected. No diagnosis was made and the patient was sent to the local ER where a diagnosis of bruising was made. Ischemia was ruled out and no treatment was given. Despite this the nurses at the clinic kept the patient on daily asa and oral arnica. The lack of photos and history compounded by multiple confounding variables makes it impossible to isolate a plausible ae related to ha injected into the patients lip. The only concrete symptom is bruising which may have been caused by the injector or by the patients self injections. My clinical opinion is that this is not a revanesse product ae. I trust this opinion is of value to all parties concerned."

Event description:
Patient is (B)(6) female. Date of birth of the patient is (B)(6). No known drug allergies reported. No allergies to dermal filler reported. No elevated fitzpatrick scale reported. The medical director of the clinic has been notified of this adverse event as per protocol. As per information provided, on (B)(6) 2022, product was injected using sharps technique and 30g bd syringes. Syringes. Site cleansed with hibiclens and prepped with acetone/ethanol mixture to allow for appropriate numbing cream absorption. Patient tolerated the procedure well. Expectations and post-procedure instructions reviewed with the client, verbalized understanding. Recommended follow-up in two weeks, sooner if needed. Client was encouraged to call the clinic with any questions/concerns. According to the initial report, patient was able to purchase "innotox" and "rejeunesse deep" and "nabota". On (B)(6)2022, patient was given 81 mg aspirin and an injector injected 2 ml of hylenex to lips. Patient has informed the injector that she previously purchased illegal mentioned products and injected herself before. However, the patient denied injecting herself before. On assessment extensive bruising noted to the left upper and lower perioral/lips. Patient reported tingling but no pain at all. Assessed cap refill no blanching noted. Injector has called an emergency FDA line to report illegal products. On 06 jan 2022, the corresponding medwatch forms were filled and reported as per FDA's request. On 06 jan 2022, there was a follow up with a patient at 10 am. Area looked darkened with sluggish return. Aspirin 81 mg given. 4 ml of hylenex instilled. Warm pack placed on the patient. Patient was sent to the emergency department. At the emergency department that patient have visited the day prior, it was stated that no ischemia noted but bruising. Per medical director of the clinic, to continue 81 mg of aspirin daily until resolves as well as arnica tablets 4 times a day. There will be follow ups with patient daily until resolves. Patient was informed to call/text if anything worsens. On 07 jan 2022, there was a follow up of the perioral area with a patient. No numbness, no tingling. Bruising noted. On 08 jan 2022, patient has sent pictures of what she thought was a cold sore. Patient was scheduled for a follow-up on (B)(6) 2022 at 9 am. On 10 jan 2022, medical director of the clinic reported that a patient presented a small fluid-filled blister to her left upper lip during a follow up. Patient denied a history of cold sores. Patient was prescribed valtrex 500mg po bid x 5 days. The same day, patient was followed-up via text messaging. On 20 jan 2022, a patient was present for a follow-up. No bruising noted. No blisters or cold sores, completely healed. Patient is in contact with her primary care provider for further follow up.